Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a waveone gold file broke in a patient's tooth during use. The file could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
In an autoclave bag a customer returned 1 broken file from an unknown lot #. Using a microscope visually checked the file. No manufacturing defects or markings were noted on the file. The file was broken near the tip. Approximately 1.34mm of the file was broken off. Due to the condition in which the file was returned no additional testing can be performed. No unused files returned for investigation. Root cause is unknown.